Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient was charging too much. It was reported that the battery was near eri and the ins had been overdischarged before. It was reported that the ins was not holding a charge like it used to. The patient's hcp was planning to replace the ins. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain, head neck pain, and headache.